Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing over the wire. While attempting to advance the stent stripped off outside of the pt. No pt injuries or complications occurred.